Event description:
Loss of osseointegration.The material number has been updated, which is reflected in this followup report.

Event description:
LOSS OF OSSEOINTEGRATION.

Manufacturer narrative:
The material number has been updated, which is reflected in this followup report.